Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of radio frequency pic failed self-test alarm on their insulin pump. The customer's blood glucose level at the time of incident was 180mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the self test, and no alarms occurred or can be located in the alarm history file. The pump was programmed and monitored for one day. No alarm were noted. No cosmetic damage noted during physical inspection.